Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during a procedure to remove bile duct stones on (B)(6), 2010. According to the complainant, during the procedure, when an attempt was made to bow the device the cut wire broke at the base. No part of the wire detached into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during a procedure to remove bile duct stones on (B)(6), 2010. According to the complainant, during the procedure, when an attempt was made to bow the device the cut wire broke at the base. No part of the wire detached into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination revealed that the heatshrink section of the handle was bent and the exposed cut wire was bent and broken. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire remained attached to the anchor at the distal pierce hole. The cutting wire was discolored from usage and the broken ends appeared burnt/blackened. The od of the exposed cut wire was measured and meets the specification. The condition of the returned unit was consistent with the complaint incident that the cutting wire was broken. However, during manufacturing, the tome devices are 100% inspected for working length/ wire integrity and handle/ bowing functionality. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.